Manufacturer narrative:
The insulin pump was received with cracked/detached end cap. Unable to perform displacement test due to cracked/detached end cap.

Event description:
It was reported that the crack is seen on battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.